Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed user advisory (ua) 02 (compression tracking error) message upon powering on was confirmed during the functional run-in testing and based on the archive data review. The other reported complaint of user advisory (ua) 17 (max motor on time exceeded during active operation) error message was confirmed during archive data review but not during functional testing. The investigation found the cause for the reported error messages was the defective drivetrain motor, likely due to a defective component. Upon visual inspection, no physical damage was observed. The archive data review showed an occurrence of user advisory (ua) 02 after the platform was powered on and performed 3 sessions of compressions. The user recycled the power and the platform performed 4 compressions and stopped due to the user advisory (ua) 17 error message. The drivetrain motor was on too long during active operation. The autopulse platform did not reach the target depth within the specification. The autopulse platform failed initial functional testing due to the user advisory (ua) 45 (not at "home" position after power-on/restart) error message, unrelated to the reported complaint. The root cause for the ua45 error was due to the driveshaft not being at "home position. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. During the run_in test using the 95% patient test fixture (lrtf), the platform failed with user advisory (ua) 02, thus confirming the reported complaint. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. The load cell characterization test confirmed both load cell modules are functioning within the specification. The drivetrain motor was replaced to remedy the issue. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform sn (B)(4) was used to resuscitate a (B)(6) years old female patient (B)(6) pounds, 5'6" in cardiac arrest. The cardiac arrest was not witnessed. Per the reporter, the patient had a history of cancer and diabetes. The patient was in cardiac arrest for an unknown time. The manual CPR was performed for 5-10 minutes by the first responder before the arrival of the responding agency. The customer reported that the platform stopped after performing for an unknown period and displayed user advisory (ua) 02 (compression tracking error) and (ua) 17 (max motor on time exceeded during active operation) error messages. The crew immediately revert to manual CPR. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced by ER physician in the emergency department. No information about the cause of death was provided. Per the reporter, the patient's death was not related to the autopulse platform.